Event description:
Reportedly, during retraction of delivery system, the delivery system got stuck with the end of the stent. The system could be removed with strong pull force. Another stent has been implanted, due to the first stent being deformed. No further information provided.

Manufacturer narrative:
Device not returned.